Event description:
It was reported that there was stenosis/poor blood flow in the pica post implantation of a flow diverter for an aneurysm in the va. The stenosis was resolved with administration of medication as well as percutaneous transluminal angioplasty (pta). It was reported that although blood flow in the distal part of the pica had decreased even before the procedure, the procedure was completed as anterograde blood flow was noted. Imaging showed good stent apposition. No patient injury was reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is implanted and is not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be verified.

Manufacturer narrative:
Correction: h.6.: type of investigation: remove 4117; add 4112 and add 4114. Component code: remove 4042; add 515 . One photograph was provided: it is a picture (from afar) of the angiographic monitor screen showing two pairs of mid arterial phase images of a subtracted dsa of the left vertebral artery obtained from a distal access catheter located in the distal extracranial left vertebral artery; one ap pair and one lateral pair. These show a fairly long fusiform aneurysm of the v4 segment of the left vertebral artery; it encompasses the origin of the left pica, which is located at the junction of the proximal and middle thirds of the aneurysm. The aneurysm has irregular walls and is probably atherosclerotic in nature. Its diameter is about 50% bigger than that of the normal-sized adjacent vertebral artery. Because these are the only images provided, the investigation is unable to verify the full event as described. The physical device was not returned; without the return and physical evaluation of the device, the investigation cannot determine if a condition existed that ouwld have caused or contributed to the reported event.